Manufacturer narrative:
(B)(4). This report is for an unk -guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral neck fracture with the cement and cement injection cannula in question. 10-years before this surgery, the patient underwent the osteosynthesis surgery for femoral neck fracture and the implants had been removed on an unknown date. The surgery was completed successfully within 30-minutes delay. No further information is available. Concomitant device reported: unk - impaction instruments: hammer/mallet: trauma: (part# unknown; lot# unknown; quality:1) this complaint involves (4) devices. This report is for (1) unk -guides/ sleeves/aiming: aiming arm. This report is 3 of 3 for (B)(4).